Manufacturer narrative:
The user rejected the 8.2 mmol/l result in navify poc. The investigation is ongoing.

Event description:
There was an allegation of an instance of a patient mismatch while using the accu-chek inform ii meter. At 7:08 am, a glucose test was performed on patient a using the meter, resulting in 7.5 mmol/l. The result was tagged to the correct patient ID in the meter and transmitted correctly to navify point of care (poc). At 7:12 am, a glucose test was performed on patient b using the same meter, resulting in 8.2 mmol/l. The transmitted data in navify poc reflected that the result was tagged incorrectly to patient a's ID. The staff checked the meter and found that both 8.2 mmol/l and 7.5 mmol/l results were tagged to patient a's ID, while patient b's result with patient b's ID cannot be found in the meter.

Manufacturer narrative:
The pictures of the reprinted wristbands for both patients were provided for investigation, and the investigation results were as follows: the wristbands contained multiple quick response (qr) codes with the same patient ID. Qr codes ensure correct readings by utilising checksums. The codes might have been a bit further apart for scanning the patient ids. The qr codes for patient a and patient b were not visually similar to each other. Without the original barcode wristbands or example wristbands, a more detailed barcode analysis can't be provided, as the quality changes when the photo was taken and also when printed. The laboratory's point-of-care coordinator (pocc) performed a re-test and confirmed that the correct ID was read on the meter. No meter issue was found. The investigation did not identify a product problem. Although the cause of the event could not be determined, it was consistent with a handling issue.